Event description:
It was reported to boston scientific corp on 10/21/08, that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, they were unable to load a jagwire guidewire into the cannula. Reportedly, the cannula was flushed with fluid, and appeared to be fine. The nurse reported that the jagwire had "circulated inside the cannula." Another attempt to load the guidewire was made after the nurse cut off the floppy end of the guidewire; however, this attempt was unsuccessful. After replacing both the rx pre-curved ercp cannula and the jagwire guidewire with fresh devices, the procedure was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.